Event description:
Patient reported "suspected rupture" on an unknown side. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date provided as "2011", but on (B)(6) 2011 is before the manufacturing date of the device. Per device tracking database, the latest possible date of device implant is on (B)(6) 2011. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.